Manufacturer narrative:
(B)(4). The reported complaint that the "console powered down suddenly" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "console powered down suddenly on it's own". Additional information states that the pump powered back on within one minute and was able to be used to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "console powered down suddenly on it's own". Additional information states that the pump powered back on within one minute and was able to be used to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).